Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that despite using multiple different usb cables and adapters the pump did not charge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.